Event description:
Healthcare professional later reported "breast implant rupture" via ultrasound. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported right side "rupture¿. Healthcare professional later reported "breast implant rupture" via ultrasound. Device has been explanted and discarded.

Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. Additional, changed, and/or corrected data: a5, b1, b5, d3, d4, d6a, g1, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "right side ruptured¿. This record is for the right side. Device was explanted.